Event description:
Healthcare professional reported "serious inflammation and lump" and rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.2, h.6. Device evaluation: the device related to the reported event of rupture inflammation/irritation and lump/nodule was received. Analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken and opening, crease fold, wear abrasion and stress marks. Base on the device analysis the final assessment is: a pattern of crease sharp on radius side of broken and opening shell assessed as fold flaw opening.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and inflammation/irritation. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume.

Event description:
Healthcare professional reported "serious inflammation and lump" and rupture. Device has been explanted.